Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported that patient underwent a right hip revision procedure approximately four years post-implantation due to allegations of pain, elevated metal ion levels, armd, metal-stained tissues, fibrosis, patchy lymphohistiocytic infiltrate and scant polarizing material. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in medical records indicates the patient's right hip was revised approximately 4 years post-implantation due to mechanical complication and adverse reaction to metal debris. The revision operative report noted metal stained tissue, scar tissue and fluid within the joint. During the procedure, the modular head was removed and replaced and an acetabular bearing was implanted.

Event description:
It was reported that the patient had an initial hip arthroplasty on (B)(6) 2011. Subsequently, the patient was revised on (B)(6) 2015 due to pain and elevated metal ion levels. The modular head and taper adapter were revised with a new head and an active articulation bearing.

Manufacturer narrative:
This follow-up report is being filed to correct information. Concomitant products: item # us157848, m2a-magnum pf cup, lot# 256580. Item # 11-103202 taperloc por fmrl lat, lot# 326640. Item # 139258 m2a-magnum 42-50m tpr lot# 832220.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." And "intraoperative or postoperative bone fracture and/or postoperative pain."

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2015-02339 / 2016-02327/02444). Discarded.

Event description:
Patient's legal counsel reported that patient underwent a right hip revision procedure approximately four years post-implantation due to allegations of pain, elevated metal ion levels, armd, metal-stained tissues, fibrosis, patchy lymphohistiocytic infiltrate and scant polarizing material. The modular head and taper adapter were revised with a new head and an active articulation bearing. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.